Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the jaws of the device were too wide to hold the clips. The clips did not fall into the pt. There was no pt consequence.